Manufacturer narrative:
Concomitant medical products: product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: pump. (B)(4).

Event description:
Information was received from a consumer regarding a patient who received and unknown drug (device registry lists drug as dilaudid) in an implantable pump for non-malignant pain and chronic low back pain. The device system was removed on (B)(6) 2012 due to bacterial meningitis in the spine. No further information was provided. Additional information was requested from the healthcare provider (hcp) regarding drug information, onset date, diagnostics performed, and if the cause was determined. If additional information is received, a follow-up report will be submitted.